Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis confirmed that the save to disc file revealed the device incurred many crystal errors and the device was able to establish telemetry as observed by the lab. After temperature cycling the device, new crystal errors were observed. However, after removal of the stacked chip scale packed for further analysis no new crystal errors could be reproduced. The cause of the field-reported no-telemetry condition could not be determined. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that prior to implant, the implantable cardiac monitor (icm) could not be interrogated. The device was not implanted. No patient complications have been reported as a result of this event.